Event description:
Additional information was provided by the customer: the sample was sent another laboratory for western blot testing and the igg and igm generated negative results.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional sample information provided by the customer. All available patient information was included. Additional patient details are not available. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Additionally, return sample testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57416be01, however, no related trends were identified regarding commonalities for lot number 57416be01 and issue. Device history record review did not identify any non-conformances or deviations associated with lot 57416be01 and the complaint issue. In-house sensitivity testing was completed with a retained alinity I syphilis tp reagent kit. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Return sample analysis: sample ID (B)(6). Alinity I syphilis tp: 0.94 s/co (non-reactive). Recomline treponema igg: negative (tp15, tp17, tp257: very low intensity). Recomline treponema igm: negative (no reaction). The return sample was tested using a file kit of alinity I syphilis tp reagent lot 55062be01, as complaint lot 57416be01 was not available for testing. The non-reactive results generated with reagent lot 55062be01 were in accordance with the negative recomline test results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 57416be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis result for a 73 year old male patient. The following data was provided: initial result = 0.84 s/co, tppa = positive, johnson and johnson method = positive, trust method = negative. No impact to patient management was reported. Additional information was provided by the customer: the sample was sent another laboratory for western blot testing and the igg and igm generated negative results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-77 has a similar product distributed in the us, list number 7p60-21/-31.

Event description:
The customer observed a false nonreactive alinity I syphilis result for a 73 year old male patient. The following data was provided: initial result = 0.84 s/co, tppa = positive, johnson and johnson method = positive, trust method = negative. No impact to patient management was reported.